Event description:
It was reported that the pin was being used on power and snapped off in the patient. The surgeon had to work to get the broken piece out and added to the case time.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of obvious signs of breakage as it is completely broken into two pieces. The device is bent & highly deformed near the area of the broken tip. Circular and scratched traces are observed at the bent portion of the device (due to friction with other tools). The fracture was caused by an application of excessive torsional load as indicated by a slight material deformation at the breakage surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an overstress applied on the tip during use when inserting the device into the guide, drilling and fixing it into the glenoid bone. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the pin was being used on power and snapped off in the patient. The surgeon had to work to get the broken piece out and added to the case time.